Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, b7, h6. The events of "capsular contracture and seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported left side "capsular contraction," baker grade unknown and "fluid accumulating behind implant." Healthcare professional reported capsular contracture, baker grade unknown, "some deformity, multiple complex folds, minimal fluid surrounding the implant shell, rupture and exchange due to concern with product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:analysis of the returned device identified: the weight the device within specification, brown and black particles on the shell and opening curved. A visual and microscopic analysis was performed which identified: striated opening on patch.based on the device analysis the final assessment is:a striated edge opening on patch assessed as surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported a left side capsular contracture baker grade unknown. Healthcare professional confirmed report of capsular contracture and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional also reported "some fluid surrounding the left breast implant","multiple complex folds on the left", and rupture. Device has been explanted.